Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a battery replacement procedure.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a battery replacement procedure. Additional information received that the patient was doing well post operatively. The explanted device will not be return per hospital policy.